Event description:
The customer reported that the device was not reporting vitals during a code resulting in a patient death.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the pic ix hardware indicating that the monitor was not reporting vitals during a code, and the patient had to be resuscitated and eventually died. The cause of death is unknown. The customer confirmed that the patient did not die because of the alleged equipment failure. The field service engineer (fse) went onsite and confirmed that the piic was alarming correctly and was connected to the network and system.based on the information available and the testing conducted, the cause of the reported problem was unknown, as there is limited information available. A good faith effort (gfe) was performed to request additional information for full analysis regarding the event, but no additional information was provided. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.